Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient's family member that at the patient's recent implantable pulse generator (ipg) check the heart rate was displaying zero. Follow-up was attempted but the patient has moved through multiple clinics and the current one was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.